Event description:
1. Was the patient experiencing any adverse symptoms that led to the revision surgery? 2. Why was there a need for a larger insert? Was the insert undersized on the primary surgery? Answer: insert was undersized. 3. Date of implantation: 4. Was there loosening? If yes, indicate the loose components and loosening interface (cement/bone, cement/implant, implant/bone): answer: no cement loosing. 5. Was the cement product manufactured by depuy? If yes, please provide the quantity, part and lot numbers of the cement. Answer: not sure about cement product we did not do original surgery. 6. Was there any suggestion by anyone indicating that there was or may be deficiency with the product(s)? Answer: no deficiencies. 7. Was surgery time extended? If yes, what was the duration of the delay? Answer: no extended time. 8. Product and lot numbers of the revised products: answer: could not ready the numbers of products we were revising.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a larger insert was needed. A patella replacement was also performed. Doi: unknown, dor: (B)(6) 2021, left knee.